Manufacturer narrative:
No complaint was received with the return of this product; failure event observed during analysis. Final analysis found a partial lead measuring 6.0 cm with the connector portion. Insulation degradation was noted from 4.5 cm to 4.6 cm and 4.8 cm to 5.0 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.